Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer 4 failed, duplicate address detected. A technical support specialist (tss) logged on to the station application as a support user and closed the application. Then, tss logged into windows as carefusion admin and ensured the application was not running. Next, tss extracted the es pmc hotfix package 1.0.2.4 files to a new folder at d:\pmcfirmware. Finally, tss launched installfirmwarefiles.bat, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had drawer failed and duplicate address detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.